Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that aneurysm formation, allergic reaction and thrombosis occurred. The patient presented with chest pain and st depression. Emergent cardiac catheterization, which was performed for the non-st elevated myocardial infarction, revealed a 60% proximal left anterior descending artery (lad) bifurcation lesion involving an 80% lesion in the first diagonal branch (d1) and a 90% first obtuse marginal artery lesion (om1).the om1 was predilated three times with a 2.0x12 mm balloon at 8atms. A 2.25x12 mm non bsc stent was deployed in the om1 at 10 atms. Following stent deployment, there was a good angiographic result with no evidence of dissection or incomplete stent expansion. A non bsc guide wire was used to traverse the lad lesion followed by a second non bsc guide wire that was advanced to the d1 lesion. A 2.0x12 mm balloon was used to predilate the d1 lesion at 8 atms. A 2.75x15 mm non bsc stent was then deployed across the lad lesion at 10 atms. An additional non bsc guide wire was used to re-wire the d1 artery through the lad stent struts and then the ¿jailed¿ non bsc guide wire that was the previously advanced was removed from the d1 artery. A 2.0x8 mm balloon was then advanced along the diagonal wire across the stent struts and inflated to 12 atms. A 2.25x20 mm promus element stent was deployed in the d1 vessel at 10 atms, followed by simultaneous kissing balloon inflation in the lad and d1 with a 2.5x15 mm balloon in the lad and the 2.25x20 mm promus element stent delivery balloon in the d1 at 8 atms. Following stent deployment, there was a good angiographic result with no evidence of dissection or incomplete stent expansion. The patient was discharged on dual antiplatelet therapy. Seventeen days later, the patient presented with chest pain and new anterior t-wave inversions on electrocardiogram (ECG). Catheterization showed aneurysm formation at the lad and om1 stent sites with occlusion of a distal lad branch, suggestive of localized hypersensitivity vasculitis with thrombus formation within the aneurysm and embolization to the distal lad. It was noted that there were no systemic signs of hypersensitivity. Coronary artery bypass surgery (CABG) was performed with a left internal mammary artery to the lad and saphenous vein grafts to d1 and om1. The lad, d1, and om1 were ligated distal to the stents to prevent further thromboembolism from the aneurysms. On gross examination of the heart surface during surgery, the epicardial tissue and fat were noted to be highly inflamed, erythematous and indurated. The patient returned for surveillance catheterization 6 weeks later, which demonstrated a slightly diminished lad aneurysm and occluded d1 and om1 with patent grafts. Four months later, the patient presented with chest pain. An ECG demonstrated st depression and t-wave inversions. Emergent cardiac catheterization demonstrated significant enlargement of the lad aneurysm and 90% in-stent restenosis proximal and distal to the aneurysm. The d1 and om1 also remained occluded.